Event description:
It was reported that back in (B)(6) 2014 the right ventricular (rv) lead had an alert of superior vena cava for high impedance. The physician back then decided to deactivate the coil of the superior vena cava vein and gave to the patient a monitor for remote monitoring. Now, currently, the patient came in for a routine generator change out procedure and at that procedure it was detected that the impedance of the coil of the right ventricle was high and there was high thresholds. During the procedure the physician observed that the insulation of the lead was affected and a little bit broken. It was noted that this procedure was made with a peak so it seems that the lead was not broken during this procedure. The lead was abandoned and the physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.